Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. No insulin pump error alarms noted during testing. However, insulin pump error and insulin pump error three (3) alarm found in the formatted history due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm during the basal. The self test is passed without errors. No harm requiring medical intervention was reported. The device will be returned for analysis.